Event description:
It was reported that the patient presented to the hospital for an ablation procedure. During examination of lead, it was noted that the right atrial (ra) lead was dislodged. The physician explanted and replaced the ra lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Unable to helix mechanism/extension length test due to helix was damaged during analysis.